Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one biopsy marker applicator was returned to evaluation. During visual evaluation, the device appeared to have residue and the wire-form and pva pads were not returned. On further evaluation it was noted that, marker applicator was returned in fully depressed condition and the distal tip of the device was noted to be broken. Functional testing was not performed due to the condition of the device. Therefore, the investigation is inconclusive for the reported difficult to insert issue, as functional testing was not performed. However, the investigation is confirmed for the identified detachment of device or device component, as distal tip of the marker applicator noted to be broken. Two electronic photos were provided and reviewed. First photo shows the needle applicator which appeared to be bloody. On further evaluation, it was noted that distal tip of the marker applicator noted to be broken. Second photo shows the mid portion of applicator which appears to be bloody. Therefore, based on the photo review, report difficult to insert issue could not be confirmed. However, the identified detachment of device or device component can be confirmed based on the first photo. A definitive root cause for the alleged difficult to insert and identified detachment of device or device component issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 07/2022.

Event description:
It was reported that during a breast biopsy procedure, the device allegedly difficult to insert to breast. The procedure was completed using another device. There was no reported patient injury.